Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that the tubing at the end of the port needle close to the clave started leaking, blood spilled through the leak in the tubing, as well as the bicarb fluid that was infusing. A hole was located in the tubing near the clave. No patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause could not be determined. One 20 ga x 0.75 in. Powerloc max infusion set was returned for evaluation. An initial visual observation showed use residue on the returned sample. A split was observed in the tubing of the device just distal to the luer hub. Microscopic inspection of the fracture surfaces exhibited striated patterns and radiating tear marks. The investigation findings are indicative of flexural fatigue-based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors may have contributed. This complaint will be recorded for future trending and monitoring purposes.